Manufacturer narrative:
(B)(4). Photographic evidence/video the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed, and formed the remaining 8 clips as intended; in addition, no multiple feed incidents were noted during analysis. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. No conclusion could be reached as to what may have caused the reported incident of multiple feed. In addition, an intra operative video and photos of clips in the device was provided. Based on the photo evidence, the event description can be confirmed. Typically, forces applied to the distal end of the clip/device during loading and firing can affect clip formation. All forces should be brought to neutral before firing. Conclusion: based on the photographic evidence the event description can be confirmed. Unfortunately the photos do not provide enough evidence to determine root cause. Video - this video shows what appears to be a malformed clip placed on structure; it appears that the clip is being attempted to be removed from structure. Another set of two clips can be seen on the video, these two clips appear to be properly formed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a cholecystectomy procedure, the surgeon tried to use the clip applier in surgery, but it didn't fire the staples entirety. Several staples were fired in one firing. The closure was not hermetic for being the staple falls at high risk of bleeding or biliary fistula. The surgeon had to use another clip applier. The device failed because it was predisposed to hemorrhage and biliary fistula. There were no adverse consequences for the patient.